Event description:
It was reported that the surgeon noticed all 4 blockers were loosened from x-ray during inspection after operation. The primary op was performed on (B)(6), 2011. Fixation site is l4-5. The rod came off completely from left side l4 screw. The pt has no pain, so it is not specified when the loosening occurred. The revision op is not planned now.

Manufacturer narrative:
Method: mfg record review, complaint history analysis, risk assessment. Results: mfg record review. As the product associated with the incident remains implanted, both potential batches affected were reviewed - 4s6 and 4nm. No discrepancies noted. Complaint history analysis: a complaint history analysis was completed and a total of 7 complaints have been received relating to loosening of blockers. The investigations into two of these past complaints concluded that the events were caused by the magnitude of the pt pathologies and for the other five cases the failure mode was difficult to determine but was not found to be mfg related. Risk assessment: potential revision surgery not currently planned due to pt having no pain. Conclusions: given the lack of info available at this time no formal conclusion can be drawn. Should the device be explanted add'l info will be made available and will be reported as supplemental. The product associated with the incident remains implanted, and no product inspection or metallurgical study was possible to evaluate the failure mode.